Event description:
During a remote follow-up, a diagnostic anomaly and an egm anomaly were observed on the device. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of a tachy episode/alert not having an associated segm was confirmed. Based on the information provided, it was determined that the device did not match the segm with the tachy episode due to the tachy episode occurring with a short af episode. Therefore, the tachy episode was not displayed.